Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that the patient had a strange anatomy and the doctor had to implant the device in a non-standard way. Used inserter a few times to pull out and attempt to reset. The device broke, the doctor was not concerned about any potential complications and made no attempt to retrieve broken piece from patient. The surgeon used a 'tap' to ensure implant was implanted solid. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection confirms from the analysis conducted during this investigation, it was confirmed that the anthology inserter fractured at the threaded tip, most likely from impact. An impact fracture can occur if the mechanical loads applied to the instrument exceed the strength of the material. A fracture can also be the result of multiple impacts occurring while the inserter is not fully captured in the driver hole platform of the stem. This fracture caused the instrument to become inoperable. The broken piece was not returned with the device. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.